Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and it's components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and it was reported the aortic neck was slightly angulated and calcified. There was a type 1 endoleak present upon complettion of the stent graft deployment; therefore, a reliant balloon was used to dilate the area of leakage. The endoleak improved; however, it did not completely resolve. The physician elected to not further intervene. No additional clinical sequelae were reported and the patient will be monitored.